Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm navitor valve was successfully implanted. On (B)(6) 2022, the patient developed worsening chronic thrombopenia of 39/l; no treatment was provided. The patient's hemoglobin and platelets prior to implant was hb = 14.8 g/dl; platelets = 98 x 109/l. On (B)(6) 2022, an electrocardiogram showed a left bundle branch block; an intermittent atrioventricular block with a maximum pq time 220ms. No treatment was provided at that time. On (B)(4) 2022, it was reported that the patient had syncope. Ultimately, a dual chamber pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block and thrombocytopenia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received the cause of the reported event could not be conclusively determined but may have been due to the patient's pre-existing conditions or medical history. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6: health effect - impact code: 2199 code removed.

Event description:
N/a